Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot numbers for vcp726d used for this patient.

Event description:
It was reported that the pediatric patient underwent atrial septal defect repair on (B)(6) 2016 and suture was used to close the muscle. Following the procedure, that patient experienced infection. After treatment, the patient has been discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4).